Event description:
A malfunction was reported by the caller on their insulin pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level, and the level did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will a backup insulin pump for insulin therapy until the replacement arrives.